Manufacturer narrative:
To be able to determine what caused this event, we would need more specific info regarding how "the strap got stuck". However, in our experience, jamming of the strap does not occur when the lift is used properly according to MFR instructions.